Event description:
A customer reported a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the cartridge and resumed insulin delivery, requiring no further assistance.